Event description:
It was reported that patient enrolled in a clinical study underwent total hip arthroplasty on (B)(6), 2010. Subsequently, a revision procedure was performed on (B)(6), 2012 due to stem sinkage and potential metal reaction. The acetabular cup and modular head were removed and replaced and the stem remains implanted. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." "Material sensitivity reactions." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00702).

Manufacturer narrative:
Review of explanted device noted that the bearing surface of the modular head showed fine scratches and some deeper scratches or indentations in parallel bands. These deeper scratches or indentations are possible indications of edge contact with the rim of the cup, possibly from subluxation or dislocation of the head. A deeper indentation was also visible on the bearing surface of the head, possibly from surgical removal. Dimensional evaluation found component to be within appropriate design specification for all measurable dimensions. Reported event could not be substantiated. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00695-1 & 00702-1).